Event description:
It was reported that the sensor needle became stuck under the customer's skin. The sensor needle fractured while in customer's body. Customer was advised to call a doctor. The customer did not rotate the serter while removing from the pedestal. Customer did not twist or reinsert the sensor. The customer's blood glucose was 141 mg/dl. Customer was advised the sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.